Event description:
The distributor has reported that the foot part is not functioning at all due to a bend on the motor axis. The distributor has also reported that there is no function at the burn-in mode.